Event description:
Boston scientific crm received information that this device declared end of life (eol) due to long charge times.

Manufacturer narrative:
According to the caller a replacement procedure was scheduled. This date has already passed. As of today, we have not received confirmation that the device was explanted. The patient changed clinics and their new following physician is unknown. As of today we have not received the device back for analysis.